Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 33-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. Previously administered products included for prevent pregnancy: ortho tricyclen from (B)(6) 2008 to (B)(6) 2011. Concurrent conditions included excessive menstruation, polymenorrhoea, uterine bleeding, anxiety, irregular menstrual cycle and perineal pain. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("abnormal bleeding (general)"), menorrhagia ("abnormal bleeding (menorrhagia)"), abdominal pain ("abdominal pain"), back pain ("lower back pain"), hypersensitivity ("allergy : other"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysgeusia ("allergic or hypersensitivity reaction type: metallic taste in mouth"), nausea ("nausea"), diarrhoea ("gastrointestinal or digestive system condition type: diarrhea"), gastrointestinal disorder ("gi conditions"), arthralgia ("hip pain"), pain in extremity ("legs pain"), musculoskeletal pain ("shoulder pain"), migraine ("migraines / headaches") and headache ("headaches") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (supracervical hysterectomy,total laparoscopic hyster. With bilateral salpingectomy,hysterectom(part)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain, back pain, hypersensitivity, dysgeusia, diarrhoea, gastrointestinal disorder, arthralgia, pain in extremity and musculoskeletal pain outcome was unknown and the genital haemorrhage, menorrhagia, dysmenorrhoea, dyspareunia, vaginal haemorrhage, nausea, weight increased, migraine and headache had resolved. The reporter considered abdominal pain, arthralgia, back pain, diarrhoea, dysgeusia, dysmenorrhoea, dyspareunia, gastrointestinal disorder, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, musculoskeletal pain, nausea, pain in extremity, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 120 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: dysmenorrhea, pelvic pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-feb-2020: plaintiff fact sheet received. Outcome of event vaginal haemorrhage, genital haemorrhage, menorrhagia, migraine, headache, nausea, dysmenorrhoea, dyspareunia, weight increased were updated. Historical drug were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('abnormal bleeding (general)') in a 33-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. Concurrent conditions included excessive menstruation, polymenorrhoea, uterine bleeding, anxiety, irregular menstrual cycle and perineal pain. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormal bleeding (menorrhagia)"), abdominal pain ("abdominal pain"), back pain ("lower back pain"), hypersensitivity ("allergy : other"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysgeusia ("allergic or hypersensitivity reaction type: metallic taste in mouth"), nausea ("nausea"), diarrhoea ("gastrointestinal or digestive system condition type: diarrhea"), gastrointestinal disorder ("gi conditions"), arthralgia ("hip pain"), pain in extremity ("legs pain"), musculoskeletal pain ("shoulder pain"), migraine ("migraines / headaches") and headache ("headaches") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (supracervical hysterectomy,total laparoscopic hyster. With bilateral salpingectomy,hysterectom(part)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, abdominal pain, back pain, hypersensitivity, dysmenorrhoea, dyspareunia, vaginal haemorrhage, dysgeusia, nausea, weight increased, diarrhoea, gastrointestinal disorder, arthralgia, pain in extremity, musculoskeletal pain, migraine and headache outcome was unknown. The reporter considered abdominal pain, arthralgia, back pain, diarrhoea, dysgeusia, dysmenorrhoea, dyspareunia, gastrointestinal disorder, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, musculoskeletal pain, nausea, pain in extremity, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 120 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: dysmenorrhea, pelvic pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-sep-2019: pfs received: new events were added - abdominal pain, allergy, gi conditions and headaches. Patient dob was updated and reporter information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and genital haemorrhage ('abnormal bleeding (general)') in a (B)(6) year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. Concurrent conditions included excessive menstruation, polymenorrhoea, uterine bleeding, anxiety, irregular menstrual cycle and perineal pain. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), dysgeusia ("allergic or hypersensitivity reaction type: metallic taste in mouth"), migraine ("migraines / headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), diarrhoea ("gastrointestinal or digestive system condition type: diarrhea"), back pain ("lower back pain"), arthralgia ("hip pain"), pain in extremity ("legs pain") and musculoskeletal pain ("shoulder pain") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). The patient was treated with surgery (supracervical hysterectomy, total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, vaginal haemorrhage, dysgeusia, migraine, nausea, dysmenorrhoea, dyspareunia, weight increased, diarrhoea, back pain, arthralgia, pain in extremity and musculoskeletal pain outcome was unknown. The reporter considered arthralgia, back pain, diarrhoea, dysgeusia, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine, musculoskeletal pain, nausea, pain in extremity, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.5 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: dysmenorrhea, pelvic pain, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-aug-2019: plaintiff fact sheet and medical records received. Event injury was deleted and device category changed from device other event to incident. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction type: metallic taste in mouth, migraines / headaches, nausea, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, weight gain / loss specify which one: weight gain, gastrointestinal or digestive system condition type: diarrhea, abnormal bleeding (general), lower back pain, hip pain, legs pain, shoulder pain. Aka name, reporter information, medical history, lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.